Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was initially reported that the surgeon believed the patient might be infected following a distal femur jts replacement. He requested to have additional poly components (bumper pad, bearing, bushings), and a circlip on hand. It was subsequently reported that the infection was superficial. No revision procedure has taken place with the additional poly components that were requested.

Manufacturer narrative:
An investigatory procedure was performed by the surgeon and it is reported the infection was superficial and no component exchange took place. The jts distal femur and component parts remain implanted. Device not returned.

Event description:
It was initially reported that the surgeon believed the patient might be infected following a distal femur jts replacement. He requested to have additional poly components (bumper pad, bearing, bushings), and a circlip on hand. It was subsequently reported that the infection was superficial. No revision procedure has taken place with the additional poly components that were requested.